Event description:
It was reported that bd smartsite was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, a patient was given an infusion as prescribed by the doctor for a "lung infection". After connecting the infusion set to the needleless airtight connector, the medication could not pass through, and the connector was replaced to allow the infusion to flow smoothly.

Manufacturer narrative:
E.1 full address does not fit in designated area: no. (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.